Manufacturer narrative:
Device evaluation consisted of the following: a review of the device history record (DHR), visual examination, x-ray examination and electrical testing. The case was found to be cracked. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. Please refer to the attached device failure analysis report. The "returned to MFR on" box has now been checked. Review of device history record (DHR): no rejections were recorded at the device or hybrid levels of assembly. Visual examination: the case had sustained cracks on both the front and back sides of the case. The electrode was intact and appeared normal. The electrode balls were slightly discolored. X-ray examination: x-ray examination did not reveal the presence of any internal damage to the hybrid device. Electrical testing: electrical testing when the device was received verified that link could not be established. This testing was performed with a pcit. Conclusion: the failure of this ics is attributed to the cracked case and loss of hermetic seal. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. Although there was no report of trauma to the implant area by the pt or his parents it is believed that the damage was caused by an impact to the device. Corrective action: the ceramic case used in this device was mfg using the isopress mfg process. Advanced bionics has determined that cased mfg using the isopress process are less resistant to impact damage than cases mfg using the injection molding process. Because of previous instances of case damage in the pediatric population, advanced bionics has terminated the usage of cased mfg using the isopress process in favor of cased mfg using the injection molding process. Advanced bionics has also developed and implemented a screening procedure to assure that case lots accepted possess uniform minimum case strength to increase their ability to withstand the greater impact levels experienced by the pediatric population.

Event description:
A 12 yr old boy, was originally implanted on 5/9/96. During a visit to the implant center for a routine device evaluation on 11/6/97, he reported unusual sound perception. The clinician also reported that pt complained of pain while electrode impedances were being measured. As a result, one channel was turned off. His system functioned normally for the next four days when he started experiencing problems with intermittent link. The pt's system ceased functioning on 11/19/97. Revision surgery took place on 11/21/97.